Manufacturer narrative:
It was reported that the patient had tibial component loosening. The patient was revised to an off the shelf implant system. After revision surgery it was reported that there was no cement left on tibial component. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had tibial component loosening. The patient was revised to an off the shelf implant system. After revision surgery it was reported that there was no cement left on tibial component.